Event description:
It was reported that the patient with sleep apnea was having worse symptoms due to vns. It was noted the patient is being considered for vns generator with day/night programming. It was reported that the patient had the patient's sensitivity and pulse width settings adjusted. No known surgery has occurred to date. No additional relevant information has been received.